Manufacturer narrative:
(B)(4). New incision. Explanted. Vaulting. Device evaluated by manufacturer? No: lens not returned. Method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Event problem and evaluation codes: method: device history record review. Results: a review of the device history record was performed and nothing was found within the manufacturing and packaging processes of this lens that was the root cause of the complaint. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - according to fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). The consequences of high vaulting are angle narrowing, pupil blockage and increased intraocular pressure. Medical device is not the cause of the event. Conclusions: based on the complaint history, work order search and medical review, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting, narrow angle and persistent elevated intraocular pressure. A shorter lens was implanted on (B)(6) 2014. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the lens was explanted due to shallowing of the anterior chamber depth and pupillary block. The patient's post-op best corrected visual acuity was 20/30. The reporter indicated the event was due to improper icl sizing.